Manufacturer narrative:
A portion of the catheter was returned in segments for analysis. Analysis of the catheter pieces returned found ¿catheter ¿ acceptable testing ¿ catheter incomplete/returned in segments¿. Code 92 is no longer applicable for this event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot: (B)(4), ubd: 05-jul-2003, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (6 mg/ml at 2.6 mg/day) and bupivacaine (30 mg/ml at 13 mg/day) via an implanted pump. The patient¿s medical history included lumbar post laminectomy syndrome. The indication for pump use was spinal pain, non-malignant pain, and other non-malignant pain. On (B)(6) 2018, the patient reported that her pump had been underinfusing for approximately one year. The exact date was unknown. Her healthcare provider had noticed more residual volume than expected during the pump refills. There were no environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was performed 6 months ago and her physician determined that her catheter was partially occluded. During the dye study, the partial occlusion was resolved by the injection of fluid clearing the catheter. The pump and catheter were replaced on (B)(6) 2018. No patient symptoms were reported. The issue was resolved, and the patient status was reported as ¿alive ¿ no injury¿. It was indicated that the healthcare professional would have no further information regarding the event. No further complications were reported/anticipated.